Manufacturer narrative:
The returned faradrive sheath. Was analyzed, passed all tests performed, and exhibited normal device characteristics. Microscopic inspection of the hemostatic valve did not find any defects that could confirm an existing leak path, which correlates correctly with the leak test results. A secondary finding of crease-like marks was observed above and below the center slit of the valve. Based on the results of the leak test, these abnormalities did not affect the performance of the sheath and would not have contributed to the allegation of this event. The "no problem detected" conclusion code was selected for the allegation of "visible air/bubbles".

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and during aspiration, air was noted to continuously come through the sheath shaft and into the syringe despite numerous aspiration attempts. The physician believed that a leaky valve on the sheath contributed to this event. A pressure bag was used for irrigation. No air was observed in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and during aspiration, air was noted to continuously come through the sheath shaft and into the syringe despite numerous aspiration attempts. The physician believed that a leaky valve on the sheath contributed to this event. A pressure bag was used for irrigation. No air was observed in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.